Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent oversensing of noise on the implantable cardioverter defibrillator (ICD) through non-sustained right ventricular oversensing (nsrvo) episodes. No changes or interventions were reported. There were no patient consequences.